Event description:
It was reported that during the implant procedure, there was oversensing and noise. The pocket was closed and the noise was reproducable with pocket manipulation. The lead was re-checked through the analyzer with no evidence of noise. The generator was put back in and after sewing the noise returned. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that the grommet had been damaged.